Manufacturer narrative:
(B)(4). Unable to verify software due to constant blank flashing white light on the display. Insulin pump received with a constant blank flashing white light on the display due to vertical cracked liquid crystal display controller. Unable to perform the self test and displacement test due to a constant blank flashing white light on the display. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with broken off end cap, broken battery tube threads, cracked case corner of the belt clip rails near the battery compartment, partial detached retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump was fell out of pocket while running and the bottom of the insulin pump fell off and the battery compartment had a crack in it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.